Event description:
It was reported to boston scientific corporation that a dreamtome rx sphincterotome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6), 2011. According to the complainant, during the procedure, the cutting wire broke. No portion of the cutting wire detached from the device inside of the patient. The procedure was completed with another dreamtome rx sphincterotome. The patient condition at the conclusion of the procedure was reported to be "stable."

Manufacturer narrative:
Although the exact patient age is unknown, the patient was reported to be over 18 years of age. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a dreamtome rx sphincterotome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6), 2011. According to the complainant, during the procedure, the cutting wire broke. No portion of the cutting wire detached from the device inside of the patient. The procedure was completed with another dreamtome rx sphincterotome. The patient condition at the conclusion of the procedure was reported to be "stable."

Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that a dreamtome rx sphincterotome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6), 2011. According to the complainant, during the procedure, the cutting wire broke. No portion of the cutting wire detached from the device inside of the patient. The procedure was completed with another dreamtome rx sphincterotome. The patient condition at the conclusion of the procedure was reported to be "stable."